Event description:
It was reported that during a da vinci-assisted sigmoid colectomy procedure, the patient sustained an unspecified tissue injury. The surgeon pressed a foot pedal and claimed that the pedal did not properly engage. As a result, the surgeon indicated that instruments moved instead of the camera, causing the tissue injury. The following information is unknown: the source and severity of the tissue injury, and what surgical intervention (if any) was rendered due to the complication. The procedure was completed robotically. The patient was reported to be stable. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.

Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis.